Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. Visual analysis noted the helix test could not be performed due to dried blood in and on the helix. The defib conductor was distorted at the medial section. Electrical testing determined that continuity of the conductors was complete.

Event description:
It was reported that during the implant procedure, the helix would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.